Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced on (B)(6) 2018 a blood glucose of 550mg/dl, with large ketones, and vomiting, associated with an alleged inaccurate delivery issue. Reportedly, the patient discontinued pump therapy, and was treated in the hospital with insulin via injection, and an insertion site change by their healthcare provider. During troubleshooting with customer technical support, it was revealed the basal history did not match the active basal program. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an inaccurate delivery issue.